Event description:
It was reported that there was high threshold, high lead impedance, inappropriate therapies, oversensing and 1 ventricular fibrillation (vf) episode with noise. A possible fracture was suspected. The lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found, the overlay tubing of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated apparent explant damage. Analysis comments indicated: there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).